Event description:
It was reported that (2) devices were turned over by the sterilization staff to the sales rep. The cords were damaged and no info was available regarding specifics of the damaged cords. One handpiece is missing the portion of the connector assembly, and thus, no serial number is available. There was no consequence to the pt.